Event description:
Unable to contact customer, sending a letter to obtain more info: per customer care rep's documentation: "customer stated they were in a coma for 1 1/2 hrs. Stated pt had a reading of 307 mg/dl at 12:30 am and pt took "150" units of "r". After a few hours, pt's spouse was waking pt up and thought pt was having a seizure. They called the paramedics, when they arrived and tested pt, and pt's bg was 20 mg/dl. Customer stated they found out today that their meter was set up in mmol/l.